Manufacturer narrative:
Reliability analysis inspected 3 opened and used infusion sets and performed hand prime using a new lab reservoirs and found 2 of 3 occluded at p-caps connection section. Remaining infusion set was occluded at quick release connection needle site.

Event description:
The customer reported via phone call that they were unable to push the insulin through the tubing. The customer's blood glucose was unknown at the time of incident. The customer assembled a new infusion set. The customer stated that they were able to successfully prime with the new infusion set. The infusion set will be returned for analysis.